Manufacturer narrative:
Correction: h:6: investigation summary: no physical samples were received however the investigation was performed based on the photo provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was unable to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that 3 of the bd ultra-fine¿ insulin syringe's had foreign matter. The following was translated from spanish to english: as a patient, he uses an ultrafine insulin syringe 0.6 ml from the packages 3 packages of 10 syringes, one syringe came out with oil. What part/component/piece of the product is involved in the claim? The oily liquid syringe. Purpose of use: in which procedure was the product being or would be used? Give insulin but I don't use it. Medication/substance involved in the occurrence. Insulin. Quantity of product with deviation: 1 single syringe. When was the reported incident noticed? Before starting any procedure with the product and without contact with the patient/professional.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the following was translated from spanish to english: as a patient, he uses an ultrafine insulin syringe 0.6 ml from the packages 3 packages of 10 syringes, one syringe came out with oil. What part/component/piece of the product is involved in the claim? The oily liquid syringe. Purpose of use: in which procedure was the product being or would be used? Give insulin but I don't use it. Medication/substance involved in the occurrence? Insulin. Quantity of product with deviation? 1 single syringe. When was the reported incident noticed? Before starting any procedure with the product and without contact with the patient/professional.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes d9: returned to manufacturer on: 09apr2024. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue as silicone and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. The ftir identified the material as silicone, which is used in the manufacture of embecta insulin syringes. Medical grade siloxanes (silicones) are specially designed, produced and purified to meet the requirements of the medical industry, are well tolerated, and are an integral material for medical and pharmaceutical use. This material has an established history of safe clinical experience with subcutaneous administrations over several decades. The specific use of silicone in this case, as a barrel and stopper lubricant. These lubricants have been tested and qualified in accordance with iso 10993 standards for the biological evaluation of medical devices and these materials produced no evidence of adverse toxicological effects.¿ the low volume of silicone measured in the insulin syringes does not pose a clinical risk and would not impact the care of diabetic patients using such syringes. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that 3 of the bd ultra-fine¿ insulin syringe's had foreign matter. The following was translated from spanish to english: as a patient, he uses an ultrafine insulin syringe 0.6 ml from the packages 3 packages of 10 syringes, one syringe came out with oil. *what part/component/piece of the product is involved in the claim? The oily liquid syringe *purpose of use: in which procedure was the product being or would be used? Give insulin but I don't use it *medication/substance involved in the occurrence. Insulin *quantity of product with deviation 1 single syringe *when was the reported incident noticed? Before starting any procedure with the product and without contact with the patient/professional.

Event description:
It was reported that 3 of the bd ultra-fine¿ insulin syringe's had foreign matter. The following was translated from spanish to english: as a patient, he uses an ultrafine insulin syringe 0.6 ml from the packages 3 packages of 10 syringes, one syringe came out with oil. What part/component/piece of the product is involved in the claim? The oily liquid syringe. Purpose of use: in which procedure was the product being or would be used? Give insulin but I don't use it. Medication/substance involved in the occurrence. Insulin. Quantity of product with deviation. 1 single syringe when was the reported incident noticed? Before starting any procedure with the product and without contact with the patient/professional.

Manufacturer narrative:
Correction: b5: describe event-it was reported that 3 of the bd ultra-fine¿ insulin syringe's had foreign matter. H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.